Event description:
One hour following a drug-eluting taxus stent coronary treatment procedure, the right coronary artery re-occluded. The right artery was re-dilated and two new stents were implanted. The patient status is reported as good. No additional information is available at this time.